Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium result generated on the alinity c processing module for one patient. The sample was repeated, and the results were lower. The following data was provided: on (B)(6) 2022, sid (B)(6), initial result = 3.49 mmol/l, repeat results = 0.93 mmol/l, 0.92 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The service representative reviewed the instrument logs and could not determine a single definitive cause of the falsely elevated result therefore, the alinity c processing module serial number (B)(6) was considered the likely cause. An instrument service history review revealed no additional discrepant results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any similar issues related to the alinity c system, likely cause part, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified.